Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge circuit timeout after declaring recommended replacement time (rrt). The patient elected to keep the device intact after the rrt and programmed therapies ¿off¿. The device remains in use. No patient complications have been reported as a result of this event.